Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vticmo13.2, -14.5/2.0/082 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault . This exchange resolved the problem. Patient related factor was reported to be the cause of this event.

Manufacturer narrative:
B5: per updated information cause of this event is unknown. Claim #(B)(4).